Event description:
It was reported by the rep that the (1)355ld was used during an unknown procedure, by an unknown surgeon, on an unknown date. It was reported that the trocar would not arm. There is no other info available.